Manufacturer narrative:
Hamilton medical ag event reference number:(B)(4). The serial number is unknown, therefore the field "d4" was left blank. Once the serial number is communicated, the manufacturer will submit an update of this report. The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: the hamilton-t1 ventilator had an oxygen supply failure during ventilation on a neonate. The oxygen supply was checked and was fine, with no issues. The baby was continued to be ventilated and after a few minutes it was noticed that the patient started to desaturate and switched to bvm and oxygen stats recovered. Oxygen supply was checked again and found to be fine.